Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. Additional information provided that a fall that the patient experience between the initial surgery and a post-operative follow up may have cause or contributed to the migration. However, an exact cause of the reported issue could not be determined.

Event description:
It was reported that a rise cage has migrated posteriorly 1 year post operatively.